Event description:
An account reported they experienced two discrepant result events. The first event occurred on (B)(6)07 when a patient sodium result was initially 130 mmol/l and repeated as 137 mmol/l and 139 mmol/l. The second event occurred on (B)(6)07 when a patient glucose result was initially 273 mg/dl and repeated as 132 mg/dl. A second repeat on another instrument gave a result of 135 mg/dl. The incorrect sodium result was not reported and the incorrect glucose result was reported, but was not used to guide treatment. The field service rep found the probe was damaged and repaired the instrument.